Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the missing thixotropic adhesive (ke45) on the forceps cover, chipped and missing adhesive on the pink rubber at the distal end (c-body) and chip on the adhesive around the light guide (lg) lens was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the service center identified that the device had missing ke45 adhesive on the forceps cover, chipped pink rubber on the probe, and glue is missing at the edge of the probe. In addition, the adhesive around the light guide (lg) lens is chipped. There was no patient involvement.